Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. A review of the filling records for taa23001a was performed. It was found to have been filled, dried and capped according to required procedures, including operations regarding the stoppers. All test results were found to be acceptable, including a reconstitution time of 6 seconds and appearance testing as acceptable for product cake and reconstituted solution. All release criteria was met and the lot was manufactured according to gmp requirements. There were no deviations associated with product lot taa23001a. A copy of the ccit/inspection batch record review checklist show acceptable ccit and inspection results of lot taa23001a verified against the inspection report at the time of fuv release. During the manufacture of fuv advate lot taa23001a, assembled with baxject iii device sublot tata001ca, there were no nonconformities, failures or deviations documented in the batch record which could have contributed to the reported problem. A review of the june 2024 monthly report for advate bjiii was also performed relative to the subcategory [?]no diluent transfer. The complaint rate for 2024 is (B)(4), in comparison to 2022, (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
4420566 - advate bjiii - no diluent transfer 4420576 - advate bjiii - reconstitution difficulty report received from pv at 11:30 pm est on 07jul2024: as patient was administering his medication, patient stated that his 2388 unit vial diluent did not go into the vial. The 1781 unit vial, medication did not dissolve. He also stated he has a bad leg now. No other details provided. Additional information obtained from accredo on 11jul2024: 1. Did the patient miss a dose due to this occurrence? Ans: no 2. How long did the product site out prior to reconstitution attempts? Ans: not known 3. Was the product allowed 30 minutes to dissolve? Ans: not known. But rph worked on troubleshooting with patient on the 2388 unit vial and patient was able to get the diluent to come through and it immediately dissolved. 4. Is the sample available for return and if so, what address should the sample packaging be sent to? Ans: patient will not be returning the 2388 un vial as he was able to get it to reconstitute. Return packaging was sent to the patient to return the 1781 un vial.